Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - both) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to functional mitral regurgitation (mr) of grade 4. Patient anatomy included a calcified annulus. The first clip ((B)(4)) was prepared for use and no issues were noted. The clip was advanced without issue; however, in the patient anatomy, it was noted that the grippers would not lower. Simultaneous and independent were tried, but neither gripper would lower. The clip was removed without issue and a second clip was then used. The second clip ((B)(4)) was prepared for use and no issues were noted. The clip was advanced into the patient anatomy and the clip was able to grasp the leaflet. However, due to the calcified annulus, the decision was made to release the clip to attempt a better grasp. The physician raised the grippers and unlocked the clip, but it was thought that the clip didn¿t unlock all the way. The physician was asked to close the clip first; however, the clip was unlocked without closing first. The clip sprung open and got caught in the chords. Troubleshooting maneuvers were performed to remove the clip from the chordae and the clip was able to be removed from the chords without tissue damage. A third and fourth cds without issue. The procedure ended with implant of two clips, reducing mr to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.